Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. The target location was the left atrium. Ablation was done in the left atrium. The cavo-tricuspid isthmus (cti) line was checked. During ablation at 45 w, catheter temperature 29 c, a steampop was noticed. Transesophageal echo (tee) was done and pericardial effusion was seen. Pericardiocentesis was done. The patient was stable in pressure and all vital signs. No further patient complications were reported and the patient's status is stable